Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their ot delica lancing device had an injector control issue. The complaint was classified based on the customer care advocate (cca) documentation and this medical surveillance specialist listening back to the call recording. The cca was advised by the patient that at on unspecified date and time, a week ago, around the last week of (B)(6), the lancet would not eject an he seared his thumb trying to remove the lancet. The patient stated he manages his diabetes with pills, diet and/or exercise. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claims he developed an infection on his finger a day or so after the product issue. The patient alleged hcp treatment, during a doctor office visit the patient alleges his finger was sliced open to remove the infection on unspecified date and time. At the time of trouble shooting, the cca confirmed this was the first time the product was being used, and also confirmed there was no misuse of the product and the correct lancets were being used. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.